Event description:
It was reported the unit will not power up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The main pc (printed circuit) board was out of specification. The upper case was also broken and battery contacts compressed.